Manufacturer narrative:
An investigation or repairs have not been completed.

Event description:
The nurse alleged that they set the bed exit on the totalcare bed and when the pt left the bed, they fell. The bed exit went off, but did not alarm. No injury reported.